Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, it was reported that the liquid storage box was leaking. No adverse effects reported.